Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Caller reported forgetting to check drops during fill tubing and forgetting proper load sequence. Caller consulted health care provider (hcp) provider at time of event and was advised to discard cartridge and infusion set and start fill process over with new supplies. Reportedly, a supply change was performed to address the issue and insulin delivery was resumed. There was no adverse impact to the customer's blood glucose level.